Event description:
Caller reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump since no backup therapy was available and advised the caller to contact their healthcare provider for further assistance. The caller was informed they would receive a replacement pump with updated software and was guided on using the new sensor correctly. Instructions were provided for returning the malfunctioning pump, and storage mode procedures were also explained to ensure proper handling during the return process.